Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04846 the same issue was reported as 2017865-2013-04626.

Event description:
It was reported that during a routine follow up, a high impedance was noted on the right ventricular lead. The lead remained implanted and the patient would be monitored at regular intervals.